Manufacturer narrative:
(B) (4).

Event description:
A confirmed motor stall was reported and noted in the event logs. A pump refill was done approx 3 hours later, and the pump restarted following the restart command. The motor stall was caused by the pt having an MRI or other medical procedure. The physician reported "no injury" to the pt due to the event. The pt had no symptoms. The medication being delivered via the device system was dilaudid.